Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The promus stents referenced are being filed under a separate medwatch MFR number. (B)(4).

Event description:
The following events were noted through a periodic article review "two-year results of an open-label randomized comparison of everolimus-eluting stents and sirolimus-eluting stents." A prospective, open-label, randomized, single center trail was conducted comparing second generation everolimus-eluting stents (ees) with first generation non-abbott sirolimus-eluting stents (ses). Of the 977 patient populations, 498 patients received a xience v stent. Inclusion was from (B)(6) 2007 to (B)(6) 2010. Protocol-defined follow-up was performed after thirty days, one year and two years. Clinical outcomes are as follows: myocardial infarction: 4. Target vessel/lesion revascularization: 55. Stent thrombosis: 7. Additionally, the article referenced a non-abbott study indicating that the xience/promus stents versus non-abbott sirolimus-eluting stents show comparable rates of late luminal loss (stent thrombosis) in these stents during 1-year follow-up.